Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 39 months, displayed an end of life (eol) indicator due to a charge time of 30 seconds.